Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch (serial number: (B)(6) being unable to communicate with the system controller during pump preparation was not able to be confirmed. The unit did not return for analysis. Provided information indicated that communication was re-established, and the procedure was able to resume without issue. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 4 of the IFU ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. Section 7 of the IFU ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ provide troubleshooting steps for various heartmate touch issues, including if the system controller is not detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site experienced a lost connection between the heartmate touch and the left ventricular assist device (lvad) during pump preparation. The connection was re-established to end the pump preparation, and the heartmate 3 was implanted without any other issues. The patient later experienced low flow and pump off alarms. The pump was confirmed to be off. The heartmate touch read blank revolutions per minute (rpm), 0.0 liters per minute, and power at 1.4 watts. The site received an error message when they attempted to change the rpm. The site was not able to start the stopped pump using the heartmate touch, changing system controllers, or power cycling by disconnecting the driveline at the system controller. The patient was brought to the operating room for an urgent pump exchange. Log files were sent for review. The log files did not display any usable data.